Manufacturer narrative:
Functional inspection was performed and platform failed with user advisory (ua) 02 (compression tracking error). Load cell was found defective and a replacement was required. As part of routine service during testing, the platform was examined and head restraint, bottom cover, front cover, UDI label, battery lock were found damaged, and load cell shoulder screw is missing. In addition, no lcd backlight was observed. The pdb (power distribution board) was replaced to current revision. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed.

Event description:
During service for the returned autopulse platform (sn (B)(4)) reported for physical damage, user advisory (ua) 02 (compression tracking error) error message was observed during functional testing.